Event description:
Lead respiratory therapist (rt) reported the following: the facility had an unexpected power outage and the facility generator did not operate to provide backup power for approx 1 hour. Prior to the power outage, the patient was on another ventilator and sitting up in a chair, alert and responsive with stable vital signs. During the power outage, when the ventilator backup battery power depleted as a result of use, the patient had to be manually bagged. After the power outage was resolved, the patient was transferred back into bed and placed on this device at the same settings. The patient continued to be alert and responsive with stable vital signs while on the ventilator in bed. Approx. 15 minutes later, the patient was found expired. The ventilator was reported to be still ventilating the patient when found. The patient had been on monitoring with oximetry while sitting in the chair, but the monitor did not get turned back on when the patient was transferred into the bed. The monitoring was not ordered as continuous. It is unknown who found the patient. The patient was male, post-stroke/cva w/ respiratory failure. The manufacturer's service technician performed evaluation and testing of the device. The unit passed extended self testing, electrical safety testing and performance verification testing. State inspectors were onsite to investigate the event and reportedly exonerated the rts and devices being used on the patient, including the ventilator.